Event description:
It was reported that following a non-device related adjustment with patients' chiropractor, the stimulator shut off when being twisted. When reconnected, high impedance was noted on one of the spinal cord stimulation (scs) leads and patient experienced lower back pain. The patient underwent lead replacement procedure and was doing well postoperatively. The explanted device was discarded and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7104521.